Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact on the customer's blood glucose level. The customer decided not to return the pump, and no further actions were taken.